Event description:
It was reported that the deaeration chamber of a prismaflex st100 set was observed to be damaged and leaked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.